Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the patient developed an increase in both inspiratory and expiratory co2 values soon after having been connected to the primus workstation. The user determined a malfunction of the coaxial breathing hose system when checking the device. No patient consequences have been reported.

Manufacturer narrative:
Subject of this report is not the anesthesia device itself but an accessory. The suspected disposable coaxial breathing hose set was made available for investigation. Visual inspection confirmed that the inner hose was detached from the connector at the device side. The inner hose is glued to the connector during production but further investigation on supplier site showed that bonding existed, but was not sufficient. The inner leakage within the coaxial hose does not result in gas leakage to ambient and therefore cannot be detected as a leakage by the ventilator. The resulting effect is a mix up of inspiration and expiration i.e. Re-breathing and corresponding increase of co2 level. The instructions for use for dräger coaxial breathing hose sets include a warning that an etco2 monitoring is required and that also the inner hose must be checked for leakage in case of increased etco2 readings. With three other comparable cases known for the whole product family, the reported event is a rare case; the complaint rate for the previous 3 years is in the range of 10 ppm. Further to reduce likelihood of recurrence the test procedure of the bonding has been extended in follow up of the previously reported case. The hose set involved in this particular event was obviously produced before this improvement could be set effective.

Event description:
Please refer to initial MFR report #9611500-2016-00050.